Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009; 419488 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) in less than five years due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.